Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the inital drain cycle of their automated peritoneal dialysis therapy. Per initial report, the home pt connected their transfer set to the pt line of the homechoice set prior to the end of the prime cycle. Baxter's technical service center assisted the home pt in baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.